Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during the reversal of the stoma the doctor tried to fire the device across the bowel however he was not able to fire and there was strong resistance, when the doctor tried to move the blade forward. Another device was used to complete the case. There was no patient harm.